Event description:
On (B)(6) 2011 our (B)(4) affiliate learned of a presentation, at a conference, regarding a pt who developed (B)(6) while wearing acuvue oasys contact lenses. This information was found in a program for the following: "(B)(6). Subject: two cases of (B)(6) with silicone hydrogel scl. Case 1: the pt wore acuvue oasys contact lenses and used opti-free solution. In (B)(6) 2010, the pt consulted an eye care professional (ecp) complaining of a foreign body sensation in the right eye (od). The pt was treated with steroid and antibiotic eye drops but the symptom did not improve. The pt was then seen at a local university hospital and was treated with eye drops including steroid eye drops, but the symptom did not resolve. The pt was then referred to (B)(6). The pt. Was diagnosed with (B)(6) od. The pt underwent evisceration of the eyeball. On (B)(6) 2011, an associate from our (B)(4) affiliate attended general lecture 5 "(B)(6)" in the (B)(6) for ocular infection, and obtained additional information from the speaker. In (B)(6) 2010, the pt consulted a local ecp complaining of foreign body sensation od. The pt was treated with steroid and antibiotic eye drops. The pt was next seen at a local university hospital. The pt was treated with unknown eye drops including steroid eye drops. The pt was referred to (B)(6) where the pt was diagnosed with (B)(6) od. The pt was treated with curettage of the lesion 2-3 times a week, chlorhexidine and micafungin eye drops and itrizole by mouth. At some point during or following the treatment, the pt's cornea became white and the pt developed corneal perforation and a prolapsed iris. The pt underwent evisceration of the eyeball. The pt then used an ocular prosthesis. No product or product lot number is available. No additional medical or product information is expected. Case 2 was related to o2 optics lenses made by ciba vision. (B)(4).

Manufacturer narrative:
Device not returned. No evaluation will be performed. No conclusion can be drawn.